Manufacturer narrative:
Concomitant products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 3889-28, lot# va0l6fk, implanted: (B)(6) 2014, product type: lead. Product ID: 3889-28, lot# va0l6fk, implanted: (B)(6) 2014, product type: lead. Product ID: neu_unknown_prog, lot# serial# unknown, product type: programmer, physician. Product ID: 3889-28, lot# va0l6fk, implanted: (B)(6) 2014, product type: lead. Product ID: 3889-28, lot# va0l6fk, implanted: (B)(6) 2014, product type: lead. Product ID: 3058, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. (B)(4).

Event description:
It was reported that a patient never had therapeutic effect and had no progress since receiving the implant four weeks ago. The patient had done really well at the trial. The patient saw her healthcare professional (hcp) the week following surgery and was told that she was still healing and they weren¿t concerned about it. The hcp told the patient she would have symptoms because of the weather and she was still healing. The program was changed. The patient said the machine was not working and she realized she was still healing, but it had been a month with no progress. The patient had two implantable neurostimulators (inss) implanted and felt stimulation on both sides. She was on 1.8 volts on the right side and 0.8 volts on the left side and tried increasing stimulation, but had to turn it back down because it was not comfortable. She¿d tried all four programs and the longest she¿d stayed on the same program was 1.5 weeks. The ins on the patient¿s right side was also popping out of its pocket and was very sore. It had been at least a week since the patient noticed the problem, she called the hcp, and she was told to wear compression on it. The patient tried an abdominal binder, but in order to get the level of compression needed to hold in the ins, it constricts her body to the point that it starts hurting badly and she had to take it off. Additional information received reported that one of the patient¿s implants was so bad that they were afraid someone was going to rub up against them and pull it out. The left side had started to come loose out of its pocket and it woke the patient up at night. The patient had come to the conclusion that if these issues didn¿t resolve they were going to have the implants removed. It was a daily struggle and it hurt so bad and woke them up every night. The patient was excited after the trial. The patient¿s hcp suggested that the patient should have their device reprogrammed the next time the manufacturer representative was at their office but the patient lived 350 miles away so it was a big deal to drive all the way there. The patient was not sure what to do at this point but would keep the manufacturer updated. It was reported the manufacturer representative would receive text messages from the patient regarding medical issues. The patient was then referred to their healthcare provider. The patient had constant constipation from the opiates they were taking. It was reported both of the patient¿s devices had worked their way to the surface of their skin. The stimulators were sitting diagonally and can move and flip. The leads were twisting around the stimulators and migrating. Several of the programs did not work. When interrogated, the programming was blank. The patient was in pain. Revision surgery was being delayed until authorization from the patient¿s insurance company. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.